Manufacturer narrative:
Investigation: one photo was provided for evaluation. It shows the packaging blister top webs of 60ml and 50ml syringes; both are according to specification. The 60ml products are no longer manufactured; only the 50ml. Based on the customer complaint verbatim; it is recommended that marketing informs the customer about the transition to 50ml. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: the product no longer comes for 60 but for 50: it is evident during the dispensing of medical devices in the hospital pharmacy that the product described that arrived before 60 ml is now coming from 50 ml.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: the product no longer comes for 60 but for 50: it is evident during the dispensing of medical devices in the hospital pharmacy that the product described that arrived before 60 ml is now coming from 50 ml.